Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Caller reported the adhesive smells like insulin every time after taking a shower. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.